Manufacturer narrative:
A video of procedure was by glaukos and the following was noted. Poor visualization and corneal striae observed throughout the case. During use of the first injector, extreme trocar bias was noted during the implantation attempt, likely contributing to the trocar bend. During use of the second injector, the globe was shifting during the implantation attempt and there appeared to be an unusual amount of dimple force along with hard trocar bias. It was also noted that external counter pressure from the muscle hook being used by the assistant to stabilize the eye may have also contributed to the event. MFR# 29596.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to operational context and patient condition. (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular micro bypass stent system. Per report, patient compliance, including patient anatomy, patient movement, and compromised intraoperative visualization contributed to the reported event (broken trocar). The surgeon used forceps to remove the remnant intraoperatively. There was no report of patient injury. Additional information is being requested.